Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer experienced a high blood glucose level of 438 mg/dl with moderate ketones, cause was unknown. High bg was addressed with intervention from the school nurse, who administered a manual correction injection. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.